Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had an MRI (magnetic resonance imaging) done on (B)(6) 2018 and another one done on (B)(6) 2018. The patient thought his pump quit working because his spasms had started very badly. He was having really bad spasms. The patient was paraplegic and had been in a facility "since friday" and was receiving antibiotics for an infection from a pressure ulcer. This was clarified as not from the pump. The patient was due for a refill on (B)(6) 2018. The patient called his healthcare professional's office, who told him to call the emergency number and gave him the patient services number for the manufacturer. The patient spoke with a nurse on the phone. The patient requested to contact a local manufacturer representative. No further complications were reported.